Event description:
In 2009, the patient reported that for 1 1/2 weeks he has had elevated blood glucose readings. His most recent readings were 261 mg/dl at 11pm last night for which he bolused 1.5 units of insulin; 209 mg/dl at 1am for which he bolused 2 units of insulin; 158 mg/dl at 3:30am for which he bolused 1.0 units of insulin; and 111 mg/dl at 8am. His current reading is 139 mg/dl with his target reading being 110 mg/dl. Frequent urination is his only symptom. He stated, he is changing his insulin infusion headset at least every day. He said he rotates his site, but mainly uses his abdomen area. Site management was discussed with the patient and a courtesy guide to infusion site management was sent along with infusion sets. He stated, he occasionally sees blood in the tubing or at the site. He has never noticed the cannula being kinked. Troubleshooting did not find any product issues. On follow up with the patient a week later, he stated his readings have been "much better" since using the new infusion sets. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.